Event description:
Additional information received reported that when the patient was implanted, he was in the military wearing a backpack on his back, which caused him to have a herniated disc. It was noted that therapy only worked for a while and did not really do the job for the patient. The patient was no longer in the military and did not need therapy and wanted the device removed.

Event description:
It was reported that the patient fell in 2010 and landed on the device. It was noted that he had not had the device checked since the fall. In (B)(6) of 2011 the patient was able to feel stimulation, but couldn't get the stimulation balanced between his left and right sides the way he liked. He was getting stimulation more in one leg than the other. It was noted that it had been many years since he had any programming done. In (B)(6) of 2012 the patient stated that he hadn't used his device in a long time, and it had been off for the last 18 months due to his inability to get the device to "balance out." It was reported that the patient's neurostimulator was defective, and he wanted it removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495lz10, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7495lz10, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient: product ID 3487a, lot# j0235404v, implanted: (B)(6) 2002. Product type: lead: product ID 3487a, lot# j0235404v, implanted: (B)(6) 2002. Product type: lead. (B)(4).